Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). This is the same case as reports 2134265-2009-04785 & 2134265-2009-04787. The patient was enrolled in (B)(6) of 2007. A type iii lesion was identified in the left carotid artery. The target vessel reference diameter was 6.0mm. The lesion length was 30mm and 70% stenosed as measured via (B)(4). The target vessel was moderately tortuous with 2+ calcium appreciated. Thrombus, dissection, ulceration and pseudo-aneurysm were not observed. Cerebral protection, a filterwire ex or ez (190cm) was successfully used during the procedure. A carotid wallstent monorail, 7.0/50mm was successfully placed at the intended site. Pta was performed with a maverick balloon catheter. Atropine 1.0 mg was administered during the procedure. Residual stenosis was estimated at 0-29%. Post-procedure, the subject was symptomatic. The wallstent was found to be patent with a residual stenosis of 0%. No complications were reported. Peri-operatively, a minor stroke occurred. No action was taken. The minor stroke resolved without residual effects. No neurological examinations or follow up visit information was provided.